Event description:
It was reported that the radio frequency programmer head did not interrogate. The programmer head was returned for service. It was noted that it need not be returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head did not interrogate. The programmer head was returned for service. It was noted that it need not be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head would not interrogate, its uplink amplitude test was out of specification. The head's cable and label were replaced and it was sent on for repair and restock. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.